Event description:
General report received of an unspecified number of cassette alarms. Reportedly, when the nurses are placing the cassettes into the pumps, the pumps are alarming with "cassette failure." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the devices were in clinical use. Though requested, no additional information was provided.